Event description:
Pt found with only the hub and one inch of catheter remaining of the PICC. The room and bedlinens were inspected and the catheter could not be located. Because of the possibility of the catheter traveling into the circulatory system, the pt underwent x-ray, ultrasound, percutaneous attempt at removal, surgery, and echocardiogram. The PICC was never located.